Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had buttons was not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that only up button was working. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that button was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no response from any button, problem isolated to keypad assembly.